Event description:
The event involved a connector tego¿ where it was reported during connection to hemodialysis therapy, when screwing the syringe into the blue lumen, silicone was displaced. It was necessary to replace the connector in order to start the therapy. No reported patient harm was reported.

Manufacturer narrative:
The complaint of silicone stick down on item lat-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot # was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. E1 initial reporter phone number: (B)(6).